Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected. The age field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "pair new transmitter" message was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.